Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: this lot met all dimensional, visual, sterility, and packaging criteria at the time of release with no issues documented during the inspection or release of that would contribute to this complaint condition.

Event description:
Device report from depuy synthes reports an event in south africa as follows: this is report 1 of 6 for pc-(B)(4). It was reported by the physician in south africa that immediately after using ria system for the femur, the patient became unconscious then resuscitated and became fine afterwards. According to the report, the patient had septic shock when the surgeon was about to suture. It was further reported that the septic shock had nothing to do with the ria system that was used during surgery. It was reported that the reaming and irrigation with the ria was done and the procedure was completed. There were no surgical delay reported. The status of the patient was unknown. No additional information was provided. This complaint involves six (6) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is reported as okay.